Manufacturer narrative:
The complaint is confirmed. Three unpackaged ar-8990st devices were received for investigation. Visual inspection identified that the distal tips of two of the fibertaks had bent. No breakage was present across any of the three devices. The sutures on two of the devices were cut/torn. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not provided. A probable cause for the bent devices is attributed to improper bone preparation and/or prying/leveraging during use. Without addition information, the cause for the cut/torn sutures remains undetermined.

Event description:
On 12/16/2021, it was reported by a arthrex employee via email that an ar-8990st dx fibertak shaft bent when surgeon attempted to insert device. This was discovered during a ligament repair procedure on (B)(6) 2021. Surgeon opened a new fibertak and after inserting the anchor, it was discovered that the sutures attached to the anchor were torn. A new fibertak was opened and case was completed successfully without further issues.